Manufacturer narrative:
The investigation of the reported complaint has been finalized. The reported device was investigated at the hospital by our field service engineer, the error could not be reproduced during the on-site investigation. The device control pc board was exchanged for precaution. The visual inspection of the control pc board did not reveal any errors. The review of the returned device logs could confirm the occurrence of the technical alarm. Our in-house investigations have shown that the error is a software flaw.

Event description:
(B)(4).

Event description:
It was reported that the ventilator displayed an error message for software error. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).